Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported that one day after a glaucoma filtering shunt was implanted, the pt had hypotony, which resolved without treatment on postoperative day ten. The surgeon also reported that on postoperative day two he noted a filtering bleb leak, which was sutured on postoperative day three. The leak was reported to have resolved one week after shunt implantation.